Event description:
Customer reported that a valve was leaking. The customer stated "it's like the blue sponge is malfunctioning." There was no pt harm and no medical intervention was required. Customer stated no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking valve. The customer stated that the set has been discarded and is not available for failure investigation.